Manufacturer narrative:
Covidien reference number: (B)(4). This is a known issue and is being addressed. Complaint trends will continue to be followed.

Event description:
It was reported that the oxygen sensor is broken. There is no report of patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.